Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the lead wire was popping out of the catheter.

Manufacturer narrative:
The reported event was confirmed, cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), temperature sensing silicone catheter. Visual inspection of the sample noted the thermistor wires protruding from the shaft in multiple locations. This product was out of specification, which states that the "wire shall not be kinked, knotted or twisted". Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "after insertion, catheter is stretched (in cleaning)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications & prohibitions] - method for use: ·do not reuse. ·do not resterilize. ·be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] ·do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] ·no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] ·do not wipe catheter surface with organic solvents such as alcohol.[the coating on the device may come off.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lead wire was popping out of the catheter.